Manufacturer narrative:
No conclusion can be drawn as repair info is not available. The customer opted to have a 3rd party troubleshoot and repair the system.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.